Event description:
Info received indicates when the brakes were engaged the right head caster did not hold.

Manufacturer narrative:
The technician found that the caster was out of adjustment. He adjusted the casters to repair the bed.